Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions error code 226 (communication error) was displayed was traced to broken cable in the cable unit. Additionally, the most probable cause of the malfunction fluid leak in the head unit was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head had fluid leaking in the head unit. Additionally, error code 226 (communication error) was displayed. There was no patient involvement.